Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 18e003, 18c009. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that six large volume folfusors overinfused. The events each involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all five samples was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.